Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; the screen was blank and there were no audible tones or vibratory function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the black box review showed evidence of unexplained power on reset events during the reported event period. The battery compartment and cap were undamaged and able to fit securely and to maintain electrical connection. The pump powered ¿on¿ and displayed the ¿verify¿ screen. The display was fully illuminated and clear. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The pump was primed and exercised for 24 hours; no power interruption occurred during the duration of the test. The pump¿s cover was removed; inspection reveals no intermittent condition to the power circuit. Investigation verified power on reset records in the black box but was not able to duplicate the complaint during the investigation. The pump was found to be operating as intended with no malfunction.